Event description:
The device was explanted due to noise on the egm and erratic pacing lead impedance. Fluid was found in the ICD header upon examination.

Manufacturer narrative:
H.3 eval summary: the device passed its ventritex system automated tests and showed normal device characteristics when returned. The fluid observed in the header of the device by field personnel could have caused the noise and impedance anomalies.